Event description:
It was reported this biliary stent was successfully placed in the left renal artery. Difficulty was encountered positioning a balloon catheter for post dilatation and resulted in the balloon catheter moving the stent distally in the renal artery. Another stent was successfully placed at the intended implant site. One day post placement, pt discomfort resulted in an x-ray being taken which identified a spiral dissection at the implant site. A bypass was successfully performed and the pt's condition is good. This device remains implanted, therefore, no failure analysis is available. This device was used in an non-indicated procedure, renal artery stent placement. Difficulty negotiating pt anatomy resulted in the balloon catheter moving the stent out of the intended position. It was indicated this pt was a bypass candidate prior to stent placement, however, stent placement was performed as a prophylactic measure. Co feels these factors may have contributed to this event. However, co is unable to determine the exact cause for this event. Directions for use state: "the symphony nitinol stent transhepatic biliary system is indicated for use in treatment of biliary strictures produced by malignant neoplasm. Select the proper stent diameter based on the measurement of the bile duct."